Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels. The customer did not provide bg values, and declined to provide any further information. Reportedly, the customer did not allege elevated and low bg levels were due to the pump; however, the cause of the elevated and low bg levels was unknown and customer declined to provide further information.